Event description:
It was reported the patient was implanted with an invance sling on an unknown date. The patient experienced worse recurring incontinence with the sling and was implanted with an alternative continence device on (B)(6) 2015. No further patient complications were reported in relation to this event.